Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred nine days after the sensor had been inserted in the abdomen. The patient experienced hyperglycemia with shakiness. They called an ambulance, and the paramedics took a blood glucose reading which was 582 mg/dl and the cgm was reading 70 mg/d. The patient was treated by the paramedics with 120 units of insulin. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.